Event description:
Silicone implant rupture, removed and replaced with saline. After this revision experienced pain in chest with cullulitis and bleeding , knots in armpit and ribcage, suffer from memory loss, pains in joints and back and right side, fatigue, muscle weakness, numbness, tingling in fingers and toes. Fear of cancer. Underwent biopsy 5/92 and established that rptr was suffering from type ii atrophy as a result of autoimmune neuromuscular disease and myopathy and neuropathy associated with silicone adjuvant breast disease in 92. Implants were removed with open capsulotomy and capsulectomy of scar contracture tissue with reconstruction of both breasts. Rptr still suffers from fatigue, malaise, significant joint pain, muscle aches, memory loss, weakness and fear of cancer. (See also 1006644.)